Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the battery reamer device had a sticky trigger. The reporter stated that the malfunction was observed while conducting an onsite visit to the central processing department. The reporter indicated that the sticky trigger was treated on the spot by using special oil to resolve the issue. This event was not related to surgery. There were no delays in a surgical procedure. It was not reported if a spare device was available. There was no patient involvement reported. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was not returned for evaluation as the evaluation was performed at the customer site. The actual device was evaluated at the user facility. Reliability engineering evaluated the device and observed that the device had a sticky trigger due to lack of lubrication on the trigger components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.